Event description:
It was reported the pump usb port was damaged causing issues with charging the pump. Customer's blood glucose was 123 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.